Manufacturer narrative:
The patient's stroke and death were previously reported under MFR # 2916596-2021-03651. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing lightheadedness, palpitations, and ventricular tachycardia. The patient underwent an ablation on (B)(6) 2021. The patient's arrhythmia was also treated with amiodarone and lidocaine infusions. Following the arrhythmia, the patient developed an acute kidney injury, hypotension, and experienced suction events. The patient had been placed with an implantable cardioverter-defibrillator (ICD) prior to left ventricular assist device (lvad) implant. The patient later expired due to a stroke on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for, as well as a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," also lists arrhythmia as a potential late post-implant complication. No further information was provided. The manufacturer is closing the file on this event.